Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo hospital (B)(4) on behalf of the importer (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.